Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2009-02-13 explanted: product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurost imulator (ins) for the treatment of lumbar radiculopathy and degenerative disc disease. It was reported that the patient was scheduled for an eri replacement. During the procedure the hcp attempted to unscrew the lead from the ins using the torque wrench, but would not easily engage the screw. After maneuvering the wrench they could not unscrew it and pulled the lead from the channel. The proximal lead contacts appeared to be bent. The hcp tried to insert the lead into the new ins, but could not be fully seated. The hcp tested the stimulation with the only new lead and the patient had full stimulation. The hcp attempted to remove the damaged lead, but it would not easily come out. The lead was abandoned and a plug was inserted into the battery, no further complications were reported. The ins was returned.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomaly as the device had reached a normal end of life and passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.